Event description:
It was reported that the pt has no access to sound with the ci concerned.

Manufacturer narrative:
The device has not been explanted. If it is should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.